Manufacturer narrative:
Corrected data: the date received by manufacturer listed in the initial submission should have been 09 may 2019 rather than 01 april 2019.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable due to the patient not following the recharge protocol. The patient stopped charging due to the patient never receiving effective therapy (documented under ref. MFR. Report # 1627487-2019-06160, 1627487-2019-06161, and 1627487-2019-06162). As a result, surgical intervention may take place to address this issue.